Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 8:33 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 9:33 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. The patient went to the emergency room that same day due to a chronic cough unrelated to use of the meter. At 12:25 p.m., a sample from the patient was tested in the emergency room laboratory using an unknown method, resulting with a value of 3.5 inr. The laboratory values were believed to be correct. The patient's warfarin dose was changed based on the meter result because of a lag between performance of laboratory testing and when the result was actually received. After the laboratory value was received, the medication change remained the same since the inr result was still high regardless of whether the result was from the meter or from the laboratory. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is currently at home. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The meter heater plate had some debris. The patient did not have antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient's warfarin dose had been recently decreased. The patient was not taking any new medications and had no changes in diet. The patient did not have a special or unusual diet. The patient did have a minor nosebleed on (B)(6) 2019, but no treatment was received for this nosebleed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368880) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's test strips were returned for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.0 %. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, the results provided by the initial reporter were not observed.